Manufacturer narrative:
This report is submitted on february 07, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced infection at implant site resulting in the decision to explant the device. The device was explanted (date not reported).